Manufacturer narrative:
Concomitant medical products: model: 438-10-45, competitor lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a polarity switch. It was decided to remove and replace the lead. No patient complications have been reported as a result of this event.